Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was "dim and difficult to read." There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.